Event description:
It was reported that a user pairing a new dexcom g7 with the ilet system experienced discrepant continuous glucose readings between the ilet app and the ilet pump, with the ilet app aligning with a confirmatory fingerstick and dexcom app while the ilet pump initially displayed a markedly lower value; troubleshooting steps included force quitting the ilet app, re-pairing, and toggling between g6 and g7, after which readings synchronized and became accurate across devices, consistent with an intermittent communication issue involving the wireless antenna component. Symptoms included hyperglycemia based on the highest confirmed glucose value. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the ilet system and dexcom g7 during sensor pairing, associated with intermittent communication failure and implicating the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.